Manufacturer narrative:
Continued health effect: impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported left side "concerns of the product". Healthcare professional later reported "biofilm on implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "concerns of the product". Physician later reported "biofilm on implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Infection (early onset): unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles observed outer device. White calcification observed outer device. White encapsulation observed on the device. Creases observed on the device. Observed opening on anterior side assessed as surgical damage. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 8-dh4788. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for saline breast implants for the period of (B)(6)2021 through (B)(6)2023, was noted an outlier in dec 2021. An additional analysis was performed, and it was no determined patterns or similarities relation between prs involved. Furthermore, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.